Event description:
It was reported that a pump with a cadd cassette 100ml w/flowstop alarmed. Beeping no disposable on both pumps, had to change to new cassette to resolve. Cassette still had resvol at 54ml, pump rate 47 ml/24h. Patient states this is the 3rd cassette used. No adverse patient effects were reported.